Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during therapy initiated on (B)(6) 2014 at 21:57:58. During night drain cycle two, the patient's ultrafiltration reading was 1007ml, indicating the home patient (hp) drained 1007ml more than their maximum programmed fill volume of 1500ml. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause of the reported issue was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.